Event description:
It was reported that the patient experienced palpitation sensations and was evaluated by her cardiologists who could not find an arrhythmia associated with the patient¿s sensation of palpitations but the patient insisted that her symptoms were related. Therefore the device was turned off and removed on 2014-(B)(6). Prior to the device removal the patient had a good response with resolution of nausea and vomiting. Additional information has been requested but was not available at time of report.

Manufacturer narrative:
(B)(4).